Event description:
It was reported that during an appendectomy procedure, during closure - the device cutted. Settling without staples. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. The device will not be returned.

Manufacturer narrative:
(B)(4). Additional information: additional information requested and received: you mentioned that the staff tested the device afterwards and it functioned correctly. Did they fire staples on paper or just tested if the device closed without cutting? After the malfunction we closed and fired the device (triggers 1 and 3) outside the patient. No piece of paper was used. The device was received loaded with a blue reload. Was it the original cartridge (the one that was in the instrument as the event occurred)? Yes! When the device was tested outside the patient, were there any difficulties to close or fire the device? No abnormality was noticed. If this incomplete fired cartridge is the same cartridge that was in the device as the event occurred, was it removed to make the test with the piece of paper? Please explain. No!

Manufacturer narrative:
(B)(6). Device was not returned for evaluation. Additional information was requested and the following was obtained: what color cartridge was being used? Blue; was the cartridge correctly inserted, did they hear the ¿click¿? Yes; on which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st; did the surgeon wait the recommended 15 seconds after closing and before firing the device? During closing there the appendix was cutted. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No feelable resistance. ¿during closure - the device cutted. Settling without staples.¿ please explain more detailed. How was the procedure completed? The stump was graped again and cutted with the endogia from covidien. What is the current status of the patient? No problems. Is there any other additional information you would like to share about this device or procedure? Very interesting is that they have tested the stapler afterwards, without manipulating the cartridge, they fired the stapler on a paper and found out that there was no bad function of the stapler. Intraoperative the device was cutting during pressing the closing trigger.

Manufacturer narrative:
(B)(4). Additional information: incomplete cycle. The analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.